Manufacturer narrative:
The device has been returned to the manufacturer for evaluation; the investigation is confirmed for a partial break/split/leak in catheter, as a partial split was observed just proximal to the splice sleeve. The definitive root cause could not be determined based upon available information.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 0601620 chronic catheter repair kit allegedly found damaged. It was further reported that the damaged section was removed and the catheter was repaired. This report was received from one source. This event involved one patient with no reported patient injury. The patient age, weight, and sex were not provided.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 0601620 chronic catheter repair kit allegedly found damaged. It was further reported that the damaged section was removed and the catheter was repaired. This report was received from one source. This event involved one patient with no reported patient injury.